Event description:
Additional information received reported the cause of the event was uncomfortable placement of the generator. The ins was relocated to the middle of her back toward the side because, it had been rubbing against her hip and ribs causing pain. It was repositioned on (B)(6) 2013; it was unclear if this was intended to be reported as (B)(6) 2009. There was still a lot of fluid at the implant site. The patient did not required hospitalization and there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator had been explanted because the patient's body rejected it. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3998, lot# v121706, implanted: 2008-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 37083-40, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 37083-40, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).